Event description:
It was reported that the customer was hospitalized due to high blood glucose of 20mmol/l. Troubleshooting was performed. A bolus of 2.0 units was programmed and delivered properly. The basals and bolus history were reviewed and they were fine. It was stated that the nurse will use a new infusion set and reservoir to connect the insulin pump to the customer. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.